Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment (slda) was noted with recurrent mr. It was reported that this was a mitraclip procedure, performed on (B)(6) 2022, treating degenerative mitral regurgitation (mr) with a grade of 4+. Patient anatomy included an anterior leaflet prolapse and pre-existing chordal rupture. One clip was implanted and the mr was reduced to grade 1+. On (B)(6) 2022, transthoracic echocardiogram (tte) was performed and a single leaflet device attachment (slda) was noted with recurrent mr of grade 3+. The clip was detached from the posterior leaflet. No additional intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed a cause for the reported incomplete coaptation (single leaflet device attachment (slda)) cannot be determined. The reported mr is due to slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed reports, additional information was provided. Echocardiogram performed on 04/21/2022 noted recurrent mr of grade 4+. The patient was re-hospitalized on 04/28/2022, with recurrent mr of grade 3. A second mitraclip procedure was performed, with implant of one additional clip, stabilizing the detached clip and reducing the mr from grade 3 to grade 1. The event resolved on 05/03/2022. No additional information was provided.

Manufacturer narrative:
The unexpected medical intervention were result of case-specific circumstances.

Manufacturer narrative:
The hospitalization was a result of case-specific circumstances.

Event description:
Subsequent to the initial report, additional information was received. The patient was re-hospitalized on (B)(6) 2022 with recurrent mr. No additional intervention was performed. No additional information was provided.